Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they fell on tuesday night and was rushed to the hospital. Patient said they had a lot of hardware in their leg and when they fell, they ruined most of it. Patient noted they thought the fall may have gotten their ins "out of wack" as well, and the stimulation felt really high. Patient was trying to turn their stimulation down because they were in so much pain with their leg, but they didn't have the controller when they were rushed to the hospital. Their spouse brought them their controller, but it's not doing what it was supposed to do. Patient mentioned something was happening that was making their legs from their knee to their foot hurt, and last night it was their right leg (that they broke), then today it was the left leg that was getting shocked. Their controller kept displaying a message about needing to reboot or something. Agent had patient power on the controller and patient clarified they were seeing 'battery low, recharge your implanted device' message. Patient mentioned they found that odd, since they keep the ins charged. Patient confirmed the controller was plugged into the ac power supply and the green light was on the ac power cord, but the controller battery level only showed the plug. Agent asked, patient discovered the controller didn't have a battery and realized their spouse grabbed the controller they were meant to mail back after they got a replacement (see case history). The issue was not resolved. Patient said they knew what number to call to get to (B)(6) because some guy in the past who helped them with other problems had given the number to them. Patient will have their spouse bring the correct controller to the hospital and call back if they require further assistance. Pt called back in with their controller and recharger. Pt was able to connect to the implant and navigate to MRI mode. Pt reported that they were experiencing inconsistent telemetry. Agent reviewed information regarding their fall. Agent provided nas phone number via email. Pt mentioned they experienced shocking and jerking in the left leg and the right leg from their knee down to their foot.